Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch.

Event description:
As reported on (B)(6) 2015 via international distributor, "patient received skin burns post-procedure. No further information received so assuming patient was okay and customer continued to use the rfa equipment (different lot number of thermos pads). Customer would like foc replacements as they were concerned about this particular batch". No other harm or injury was observed or reported on this patient.

Manufacturer narrative:
The customer's reported complaint description of "patient received skin burns post-procedure" is not confirmed as no sample was returned. As the device was not returned for evaluation, a definitive root cause of the burn could not be determined. This does not appear to be the result of a manufacturing failure. A lot history records search of the lot found during the ship history revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The dispersive pads are a finished purchased device supplied to angiodynamics by a vendor. The returned sample was sent to the vendor for evaluation, root cause determination and a corrective action. Per the results from the vendor, the root cause was there is no indication that this lot was not assembled to angiodynamics specifications. As stated in the IFU for this product, there is a risk of pad burns when using any electrosurgical device. A review of service orders for the 1500x generator used during the event noted no repairs, servicing and/or upgrades have been made to the unit. The last servicing was in (B)(6) 2014. Unit met all acceptance criteria. As no sample was returned for evaluation, a definitive root cause could not be determined. The supplier has been made aware of this complaint.